Event description:
During a routine device exchange, the set screws of the device were difficult to loosen resulting in difficulty removing the lead from the header of the device causing a significantly extended procedure time. The device was explanted and replaced to resolve this event. The patient was stable and did not experience any consequence due to the event.

Manufacturer narrative:
The reported event of difficult time removing leads from the header was confirmed. Analysis revealed there was blood accumulation in the a- and v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrews had no effect on lead removal since they were not stripped and had been untightened normally by the physician, and the lead still was difficult to remove from the header. The connector dimensions were normal. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.